Event description:
On (B)(6) 2004 - aaa repair using zenith endovascular graft system. Trigger wire on supra renal stents could not be pulled. While trying to remove wire, graft slipped down into aneurysm. Graft was able to be positioned and trigger wire ultimately removed.